Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm approximately four weeks ago. There was a 3.2-3.4 cm iliac aneurysm. The external iliac artery measured 10 mm in diameter. It was reported that during the endovascular procedure the physician observed the left iliac artery was aneurysmal. The physician elected to coil the hypogastric artery and then extend from the common iliac artery in the external iliac artery. On angio there was a blush in the iliac sac. The physician did a retrograde injection to interrogate, and observed that there was a brisk blush present. The stent graft was relined with a 16x10x82 endurant iliac stent graft. This did not completely resolve the blush; however, there was significant improvement. The heparin dosage is unknown as is the act value. The patient tolerated the procedure. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak) 317 patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm). Incorrect technique/procedure (treatment of a pre-operatively ruptured aneurysm). Conclusions: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm). Operational context contributed to event (treatment of a pre-operatively ruptured aneurysm).